Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue could not be determined as the issue was not confirmed. The foreign material found during evaluation was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device displayed a cloudy image. The issue was identified during a diagnostic procedure (upper gastrointestinal endoscopy) which caused a procedural delay. The procedure was completed using the same equipment. Reportedly, the device was inspected prior to use and no anomaly was observed. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was not confirmed or duplicated. During evaluation, the following components were found to have scratches: the distal end cover, the connecting tube, the image guide protector, universal cord protector (seen on control section side and suction connector side), the lock engagement lever, the lock engagement knob, the right/left knob, the up/down knob, the switch box, the suction cover, the suction connector, the universal cord, the hand grip, the control unit, and the bending section cover. Further inspection showed the light guide and objective lenses were discolored, the up/down knob was corroded, the suction cylinder was sheared, the control unit was discolored, the connecting tube was discolored and the electrical connector was discolored due to water leakage and the connecting tube was wrinkled. Finally, the air/water nozzle was clogged; this condition did not allow water to be fully removed from the air/water chamber. Testing showed the angle wire's bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.